Event description:
Pt received a laceration to the urethra during a case.

Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(6) 2013. Unable to determine root cause of the complaint. Sales rep visited facility and found no issue with the device. Facility stated they believed the root cause of injury to be user error. No similar complaints on this specific product, i.e., intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we received the device or additional information is received, we will provided FDA follow-up information.